Event description:
A report was received that the recently implanted patient was experiencing bowel, bladder and balance issues. The physician believed that the patient's bladder and bowel issues were from a hematoma which was confirmed by a CT myelogram. The patient underwent a surgery to remove the hematoma. The patient was reportedly doing well after the procedure and remained in the hospital under observation. The physician believed that the hematoma was caused by the procedure.

Manufacturer narrative:
Additional information was received that the location of the patient's hematoma was in the epidural space.

Event description:
A report was received that the recently implanted patient was experiencing bowel, bladder and balance issues. The physician believed that the patient's bladder and bowel issues were from a hematoma which was confirmed by a CT myelogram. The patient underwent a surgery to remove the hematoma. The patient was reportedly doing well after the procedure and remained in the hospital under observation.